Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported inconsistent and erratic total psa results for one patient on the architect i2000sr analyzer. The sample generated an initial result of 7 and retest generated 2 (uom not provided). No specific patient information was provided and no impact to patient management was reported.

Manufacturer narrative:
The field service representative performed a variety of troubleshooting, and replaced multiple parts. Replacement of r1 syringe and manifold kit valve were considered to be the likely causes for the inconsistent results. A review of the analyzer service history found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic results since replacement of the r1 syringe assembly and manifold kit valve. A review of complaint and trending data for the syringe assembly and the manifold kit valve identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no similar issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information and this investigation, no systemic issue or deficiency of the architect i2000sr was identified.